Event description:
A pulsar-18 peripheral stent system was selected for treatment of a severely calcified lesion (70 percent stenosis degree) in the celiac trunk. The lesion could not be crossed with the device due to calcified plaque. The device was withdrawn.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 187 mm. The stent has been released and was returned separately. Besides a mild kink in the distal portion of the outer shaft and a kink at the kink protector, no damage or irregularity was observed. The outer shaft diameter complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause was determined. Considering the physicians event description, the root cause for the complaint event is most likely related to the patients anatomy (severe calcification). Please note that, according to the IFU, the pulsar-18 self-expanding stent system is indicated for use in patients with atherosclerotic disease of the femoral and infrapopliteal arteries and for the treatment of insufficient results after percutaneous transluminal angioplasty (pta), e.g. Residual stenosis and dissection.